Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the husband stated that his wife was diagnosed and hospitalized that same day with peritonitis. Treatment rendered for the events was not reported. Follow up with the nurse confirmed that the patient was diagnosed with peritonitis on (B)(6) 2012. The nurse clarified that the patient was hospitalized on (B)(6) 2012. The patient is recovering from peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891713 and gd891093. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Gpv obtained follow up information from the nurse. On (B)(6) 2012, the peritoneal dialysis nurse (pd rn) stated that on ((B)(6) 2012), the patient was diagnosed with peritonitis, and a pd effluent culture was performed which was positive for (B)(6). On (B)(6) 2012 (not (B)(6) 2012) the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient's pd catheter was removed, and the patient was placed on hemodialysis. On (B)(6) 2012 the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-admitted to the hospital for rectal bleeding, and had a colonoscopy. The results of the colonoscopy and cause of rectal bleeding was unknown. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if peritonitis was related to break in aseptic technique. The patient was exposed to a "lot of animals" in her residence and owned chickens and cats. The patient may have contracted peritonitis from exposure to the animals in her residence. The patient was recovered from peritonitis and rectal bleeding. The patient had a past medical history of end stage renal disease, and hypertension. The patient did not have a past medical history of cardiac disease, cardiac failure, heart attack, stroke, or pneumonia. Peritonitis was not related to dianeal solution or to baxter devices or disposable products.